Event description:
Add'l info rec'd from pt 9/17/03: pt had to have a total knee replacement because of a design defect in the femoral component of the unichondylar knee which had been put in 3 years earlier. The device was protruding out too far at the top and was eroding the posterior patellar facet causing continual pain. Pt's doctor said it had to be removed because of the design defect and its likelihood of continual erosion of the patella even if it was resurfaced.

Event description:
Add'l info rec'd from pt 10/21/03: pt recently went back to access their surgical report to see if the device was loose or not. The report said it was not loose and no infection was present. When asked why then had them removed it, pt's doctor who specializes in hip and knee replacements, said there was a design defect in the femoral component of the uni knee. He told pt that the femoral component was protruding out too far at the top and was scraping off the posterior patellar facet of patella. If it was not removed it would continue to do so even if the patella was resurfaced because of this defect in the design. Pt had decided to go ahead with the total knee surgery because their knee cap was hurting so much they couldn't take it any longer. It had hurt for the entire 3 years it was in. Pt wanted to make FDA and others with similar problems with their sulzer uni compartmental knee, aware of this defect in the femoral components design and its potential to destroy the patella, cause unending pain and eventually early replacement of the knee. This has been a very expensive and painful ordeal to have to go through twice.

Event description:
Rptr had right partial knee replacement 3 years ago. Now the tibial baseplate and femoral compartmental component is loose. Components rubbing against the back of patella resulting in pain. Scheduled for total knee replacement 2002. Surgeon who placed device worked with sulzer and helped design product. Rptr is having new surgeon do placement of new total knee. Rptr asks for guidance regarding sending the device for evaluation once explanted.